Event description:
Caller states patient received results of 30.9 mmol/l and 12.3 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A customer's caregiver reported the time and date did not stay in their pxtra meter. The caller also stated that on (B)(6) 2010, the meter displayed "an unknown bg number", which could not be verified because of the date/time issue and the customer inadequately self-medicated, which resulted in a 4-day hospitalization. At the time of the medical incident, the customer reportedly experienced symptoms of hyperglycemia and also lost consciousness. The paramedics were called and transported customer to a local hospital due to high glucose over 880 mg/dl (the source of the reading is unknown), where she was diagnosed with hyperglycemia. The inpatient treatment is unknown. The customer reportedly self-treated with novolog and lantus to counteract the event. There was no report of death or permanent impairment associated with this medical event.